Manufacturer narrative:
Additional information: approximately 17 months post the index procedure and 9 months post the revascularization procedure, the patient suffered from thrombosis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: event term was update to in-stent restenosis. It was reported that patient has not been compliant with antiplatelet medication which could also be a cause of in-stent restenosis. Patient was admitted and CABG was completed due to left main in-stent restenosis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure two onyx frontier drug eluting stents were implanted in the left main coronary artery (lmca) and in the proximal left anterior descending artery (lad). During the index procedure 6 nc euphora balloons and 1 launcher guide catheter were also used. Approximately 7 months post the index procedure the patient underwent a clinically driven target vessel revascularization of the lcma and the proximal cx to treat in stent restenosis during which one onyx frontier stent was implanted. During this revascularization 3 nc euphora balloons ,1 euphora balloon and 1 launcher guide catheter were also used. Approximately 17 months post the index procedure and 9 months post the revascularization procedure, the patient suffered from syncope. The patient was planning a surgical procedure due to the in-stent restenosis in the left main. During the surgical consult visit the patient had a syncopal episode of unclear etiology. The patient was admitted to the emergency department (ed). Stent thrombosis was confirmed by angio in the onyx frontier stent. The ed evaluation determined that coronary artery bypass graft (CABG) surgery was needed. The patient was admitted to complete the CABG. The patient has not recovered. The patient was taking dual antiplatelet therapy within 24 hours prior to the event.